Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a critical alarm was heard/confirmed via telemetry. End of service (eos) occurred. The date of the event was described as being (B)(6). The date (B)(6) 2018 is considered approximate date of event (month and year known only). It was noted that every time the patient was scheduled to have the pump replaced, the patient was sick and the surgery needed to be postponed. At the time of the report it was being considered that once a critical error had occurred, the pump had reached eos, and they could acknowledge the message to silence the alarm. The reporter was redirected to follow-up with the healthcare provider (hcp) regarding advising the hcp to acknowledge eos and turn off the pump alarm. The patient experienced withdrawal and terrible pain. The change in therapy/symptoms was described as having occurred suddenly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID neu_unknown_prog serial# unknown product type programmer, physician information references the main component of the system and other applicable components are: product ID neu_unknown_prog serial# unknown ubd: unknown, UDI#: unknown product type programmer, physician: the initial reporter and contact information was updated from being previoulsy being (B)(6): the previously applied device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from company representative. The company representative clarified that a registered nurse, associated with the physician, had initially reported the event to them. Regarding the report of every time the patient was scheduled to have the pump replaced, the patient was sick and the surgery needed to be postponed, it was clarified that the company representative did not have that information. The end of service (eos) was normal; normal end of battery life. Regarding intervention to resolve the eos and patient having been sick, experienced withdrawal, and was in terrible pain, it was noted that the patient will need to be scheduled for surgery once she is otherwise medically stable. It was further noted that the information was not available to them regarding if the pump having been at eos, patient having been sick, experienced withdrawal, and was terrible pain had been resolved. The pump remains implanted at eos and was awaiting replacement. The patient¿s weight at the time of the event was not available.